Event description:
It was reported that at the end of the procedure, the pta balloon dilatation catheter could not be retracted through a 7f sheath. Reportedly, resistance was felt during removal of the device and the balloon began to accordian. As a result, the physician removed the sheath. A surgical cutdown was performed to enlarge the access site and the device was successfully removed. The pt was reported to be doing well.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.